Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during testing, the unit had failed rem check out. When increasing the resistance to 135 ohms where it should have alarmed, the unit did not alarm until way past 150+ ohms, so I tried to calibrate the unit. While trying to calibrate it, the unit would start rebooting and would not calibrate. There was no patient involvement.

Manufacturer narrative:
Evaluation summary one device was received for evaluation. External visual inspection found minor cosmetic wear and bent rear corners of the top case. The reported condition was not confirmed. A failure was found during the investigation that did not cause or contribute to the reported condition of rem failure. The unit failed lifecycle testing. The investigation isolated the failure to the low voltage power supply, but a root cause was not identified. The probable root cause could not be determined based on the information provided. The low voltage power supply was replaced to address the condition. If information is provided in the future, a supplemental report will be issued.